Event description:
Lasik patient had plugs put in lower lids. Five years after insertion the patient sought tertiary care for an undisclosed reason. Her lid was cut down with intubation after failed irrigation attempts by several doctors. Some scar tissue was noted in the lacrimal system but no plug was found.